Manufacturer narrative:
Philips has investigated this complaint. It was reported to philips that the system was unable to boot, hanging with a message indicating 'x-ray starting'. Upon troubleshooting, the philips field service engineer (fse) checked the system onsite and found issues with the software. To resolve the issue, the fse reinstalled the software. After repairs, the system returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to boot, hanging with a message indicating 'x-ray starting'. No harm was reported to philips. The device was outside of clinical use at the time of reported event. Philips has started an investigation of this complaint.